Event description:
It was reported that the bd precisionglide¿ needle was coring. Report 2 of 2. The following was received by the initial reporter: the needles clog and bend easily. The material has a bad quality, once it's introduced into the rubber of a drug vial, it bends. The point gets blunt easily and gets clogged, we wasted 3 needles trying to prepare a drug solution. While attempting to prepare a medication, once puncturing the saline solution flexobac, the needle got clogged by the rubber of the vial, and made impossible to use the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was coring. Report 2 of 2. The following was received by the initial reporter: the needles clog and bend easily. The material has a bad quality, once it's introduced into the rubber of a drug vial, it bends. The point gets blunt easily and gets clogged, we wasted 3 needles trying to prepare a drug solution. While attempting to prepare a medication, once puncturing the saline solution flexobac, the needle got clogged by the rubber of the vial, and made impossible to use the needle.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.